Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Right atrial (ra) lead revision was performed due to oversensing causing automatic mode switching (ams). The ra lead was capped and a new lead was implanted.